Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn0803 showed three no similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "single lumen PICC placed on (B)(6) 2021. Cxr obtained and confirmed proper placement. A few hours later, it would not flush. On (B)(6) an exchange was done and a kink was observed at about the 10cm mark." No other information was provided.